Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The resistance and difficulty removing were not tested as it was related to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery with heavy calcification. Post dilatation was performed using a 7.0 x 60 mm armada 35 balloon catheter with a 6fr sheath. During advancement of the balloon catheter, although resistance met with the anatomy and a previously implanted stent, the balloon catheter reached the target lesion. During the first inflation at 8 atmospheres, the balloon ruptured. Then during removal the ruptured part of the balloon became stuck in the vessel. The balloon catheter was pulled back when the distal shaft of the balloon became separated and remained embedded in the vessel. The sheath and the remainder of the balloon catheter were simply removed. Reportedly, the patient had a planned surgery scheduled for post-stent implantation and a decision was made to retrieve the distal shaft of the balloon during the surgery. The distal shaft of the balloon was retrieved during surgery, ending the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.